Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2019-00124, 2030404-2019-00099, 3005334138-2019-00531, 2182269-2019-00167, 2030404-2019-00100. During a procedure a cardiac perforation occurred. The patient had become hypotensive and an intracardiac echocardiogram revealed a perforation of the pulmonary artery. A pericardiocentesis was performed but the patient was transferred to the operating room for surgical repair and stabilization. There were no performance issues with any abbott device.